Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the label indicating size 16 fr attached to the individual package of the tray was not an orange label, but a yellow label instead. Per additional information received via email on (B)(6) 2018 from (B)(6), an orange label should be attached to the package, not a yellow label.

Event description:
It was reported that the label indicating size 16 fr attached to the individual package of the tray was not an orange label, but a yellow label instead. Per additional information received via email on 10 september 2018 from anori ishii (medicon representative), an orange label should be attached to the package, not a yellow label (please refer to attached photos).

Manufacturer narrative:
The reported event was confirmed as cause unknown. The returned sample was evaluated and confirmed as per reported event. How and when the event occurred could not be determine. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants."

Manufacturer narrative:
The returned sample was evaluated and confirmed as discoloration of the fr. Sticker, this was a post manufacturing issue, isolated case. A possible root cause of the fr. Sticker being discolored is due to expose to direct light. How and when problem occurred could not be determined. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use was found adequate and states the following: "[storage method and expiration date]. 1. Storage: store in a dry, cool place away from heat, moisture, and direct sunlight." Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the label indicating size 16 fr attached to the individual package of the tray was not an orange label, but a yellow label instead. Per additional information received via email on 10 september 2018 from anori ishii (medicon representative), an orange label should be attached to the package, not a yellow label.